Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found that the video cable connector failed and caused the image to be noisy, not the customer¿s initial allegation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera pro video system center had no light from the light guide bundle. The issue occurred occasionally during onsite testing, especially when the device switched to white light it is easy to appear along with the dimming cable line. The issue was found during preparation for use with no procedure involved. There were no reports of patient harm.